Manufacturer narrative:
The user reported differences between the sg and the bg values. Escalation analysis showed that the user mentioned that they were taking doxycycline. As per labeling, the user was advised that medications of the tetracycline class such as doxycycline, may falsely lower glucose and that they should not rely on cgm readings when taking drugs, as described in the eversense user guide in this case. The user was satisfied with the education provided; the user was advised to call back if the issue persists once their treatment is complete. A review of the data management system (dms) confirmed that the system remained in active use with current data. No device malfunction was identified, and no further investigation was required.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.